Manufacturer narrative:
Additional information b3, d4, h11. D4: lot #: upon further review it was determined that the lot # was unknown. H11: a batch review was performed for suspect lot number(s) h24a11064 / h24d08064 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h6 and h11. B5: the transfer set cannot fully open and close fully (unable to twist). H11: the device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was separated from the main body. There was damage located on top of the occluder feet indicating over torquing or excessive force was applied. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The clamp was closed with no issues. The reported issue of cannot open and close was not verified. The reported condition of separation was verified. The cause of the separation was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the main body and twist clamp of the minicap transfer set. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.